Manufacturer narrative:
We have requested the return of the monitor and battery for evaluation. Results will be included in a follow up report.

Event description:
Draeger medical systems inc has received info from a customer that a short circuit of the internal lead acid battery was found during a routine maintenance activity of our vista pt monitor. No pt injury was reported.